Event description:
The reporter stated the device was in use with patient for infusion. The reporter stated the device leaked. No injury reported associated with this issue.

Manufacturer narrative:
Cadd administration sets returned for analysis. The samples were received with both spikes broken from the tip. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Per previous complaints a review of the manufacturing process for p/n 21-7394-24 l/n 3757213 was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in the initial report "complaint description" section. The design history review was performed and there were no relevant findings detected in the DHR's. Based on the evidence, the complaint was confirmed. The root cause could not be identified. However, manufacturing personnel was notified of the failure mode reported by the customer.